Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure a telemetry problem was encountered with the implantable cardioverter defibrillator (ICD). The device would not maintain a wireless signal and when the programmer head was placed over the device, with a thin towel in between the device and programmer, telemetry could not be established effectively. A different programmer was attempted with the same results. It was decided to use an alternate device in which telemetry was connected without issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Visual examination of the connector noted no anomalies. If information is provided in the future, a supplemental report will be issued.